Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, drank juice and removed pump to address their bg level. The customer alleged that the pump miscalculated boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and that boluses were delivered accurately based on pump settings.